Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general),") in a 38-year-old female patient who had essure (batch no. 901339) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism and high cholesterol. Concomitant products included atorvastatin since 2015 for high cholesterol and levothyroxine sodium (synthroid) since 2015 for hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain"). In 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2016, the patient experienced fatigue ("fatigue.") And tooth disorder ("dental problems"). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dysmenorrhoea and abdominal pain lower had resolved and the genital haemorrhage, hypersensitivity, fatigue, vaginal haemorrhage, menorrhagia, migraine and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she will have surgery to remove the essure implant in (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet received: reporters details added. Event added as abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dental problems, dysmenorrhea (cramping), pain, fatigue.historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general),") in a 38-year-old female patient who had essure (batch no. 901339) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism and high cholesterol. Concomitant products included atorvastatin since 2015 for high cholesterol and levothyroxine sodium (synthroid) since 2015 for hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain"). In 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2016, the patient experienced fatigue ("fatigue.") And tooth disorder ("dental problems"). In 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dysmenorrhoea and abdominal pain lower had resolved and the genital haemorrhage, hypersensitivity, fatigue, vaginal haemorrhage, menorrhagia, migraine and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: she will have surgery to remove the essure implant in (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation'), fallopian tube perforation ('migration / perforation') and pelvic pain ('pain') in a 38-year-old female patient who had essure (batch no. 901339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, high cholesterol, menometrorrhagia and hyperlipidemia. Concomitant products included atorvastatin since 2015 for high cholesterol and levothyroxine sodium (synthroid) since 2015 for hypothyroidism. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain"). In 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2016, the patient experienced fatigue ("fatigue.") And tooth disorder ("dental problems"). In 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, hypersensitivity, fatigue, vaginal haemorrhage, menorrhagia, migraine and tooth disorder outcome was unknown and the pelvic pain, headache, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she will have surgery to remove the essure implant in (B)(6) 2018. Discrepancy noted date of removal: (B)(6) 2018 (B)(6) 2018 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received new event added migration /perforation and coded to uterine perforation and fallopian tube perforation. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation'), fallopian tube perforation ('migration / perforation') and pelvic pain ('pain') in a 38-year-old female patient who had essure (batch no. 901339) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism, high cholesterol, menometrorrhagia and hyperlipidemia. Concomitant products included atorvastatin since 2015 for high cholesterol and levothyroxine sodium (synthroid) since 2015 for hypothyroidism. On (B)(6)2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain"). In 2015, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2016, the patient experienced fatigue ("fatigue.") And tooth disorder ("dental problems"). In 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, hypersensitivity, fatigue, vaginal haemorrhage, menorrhagia, migraine and tooth disorder outcome was unknown and the pelvic pain, headache, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she will have surgery to remove the essure implant in (B)(6)2018. Discrepancy noted date of removal: (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: results: total bilateral occlusion. Lot number: 901339 manufacturing date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reactions"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic pain and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and pelvic pain to be related to essure. The reporter commented: she will have surgery to remove the essure implant in (B)(6) 2018. Most recent follow-up information incorporated above includes: on (B)(6) 2017: significant case correction: intervention marked for the event pain incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.